Event description:
The customer reported that while the iabp was in use on a pt, the display became black and the iabp stopped pumping. The customer rebooted the iabp and continued therapy on the same iabp. No pt injury was reported.

Manufacturer narrative:
The company rep replaced the power supply (part number 0014-00-0033e-05). The iabp was tested to factory spec. It functioned normally and was returned to the customer. We have requested that the power supply be returned to our mfg facility in (B)(4) for eval. A supplemental report will be submitted when more info becomes available. (B)(4).